Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. Patient was revised to a 12-device construct comprised of mrh, gmrs, and triathlon components.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised. Patient was revised to a 12-device construct comprised of mrh, gmrs, and triathlon components.

Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information.